Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the mixer spinner grippers, replaced the aspirate probes and peri pump tubing, and performed alignments. The fse also cleaned the probe wash stations. The instrument was exhibiting reagent carriage one motion errors. The fse noted that the waste chute was plugged. The fse cleared the waste chute and performed reagent pipettor alignments. Upon completion of the repairs the fse executed a high sensitivity system check, and assay calibration and quality controls assessment which generated acceptable results. The instrument was subsequently returned back into operation. A definitive cause has not been determined to date.

Event description:
The customer reported that a discrepant gi monitor result was generated from a unicel dxl800 access immunoassay system for one patient. The initial gi monitor result was within the normal reference range of the assay, however upon repeat on the same instrument, an elevated repeat result outside of the normal reference range of the assay was generated. The sample was tested again, on the same instrument, and the second repeat result was lower, within the normal reference range of the assay, and matched the original result. The erroneous gi monitor result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. There was no fibrin in the sample or any signs of abnormality. Quality control (qc) results for the involved assay met customer established specifications at the time of the event however the customer indicated that the assay's qc results had recently been erratic. The reagent and calibrator lots associated with this event were not provided by the customer. No actual patient data, specific patient information, sample collection/handling information or additional assay instrument performance information was provided by the customer.